Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that while on the back table, three screws broke off when they were halfway inserted into the flap. The screws broke off during surgery causing prolongation. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
An evaluation was completed: only the broken screw heads received. The measurable dimensions of the broken screw heads were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. It is likely that a technical complication or high applied torsional forces caused the breakage. Device was used for treatment, not diagnosis.

Event description:
The procedure was prolonged between five and ten minutes.